Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and noted the red light on the remote home monitoring system was lit. The patient stated that they had contacted their clinic. Patient services assisted with troubleshooting without success. A cell phone adapter was sent out to the patient and upload of the data stored on the device occurred. It is unknown why the red light illuminated on the remote home monitor. The cardiac resynchronization therapy defibrillator (crt-d) system remains implanted and no adverse patient effects were reported.